Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-3638-1 batch number 14179513 was received for investigation. Visual evaluation found that the device arrived for evaluation without the suture/anchors and other components. More in-depth visual observation found no issues with the tip or other device components. However, per the event description, "it was reported that during a meniscus surgery the anchor did not lock when suturing the meniscus." The most likely cause for the reported failure is user error. Per dfu-0054. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.

Event description:
It was reported that during a meniscus surgery the anchor did not lock when suturing the meniscus. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.